Event description:
It was reported that on (B)(6) 2026, the patient was admitted for the fourth time for treatment of ¿gastric malignancy.¿ the PICC catheter was inserted on (B)(6) 2025 (into the right subclavian vein, insertion depth 37 cm) for parenteral hyperalimentation, and maintenance and treatment had proceeded smoothly prior to this. During routine maintenance, a 2×2 cm painful mass was discovered above the patient¿s PICC insertion site; squeezing the mass-produced purulent discharge (arm circumference decreased from an initial 18 cm to 15.5 cm). Following a consultation with the intravenous therapy specialist, catheter leakage was confirmed. The catheter was immediately withdrawn 2 cm to identify the leakage site. Treatment included replacing the catheter connector, applying a wet compress with povidone-iodine gauze, and performing a chest x-ray to verify the catheter tip position (originally at the level of the 7th thoracic vertebra in the superior vena cava). Local wound care and antimicrobial therapy were intensified, and infection markers and vital signs were closely monitored.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.